Event description:
The ortho summit processor instrument reportedly produced a a burning smell after a power interuption and communication error for the wash/dispense 2 module. No death or serious injury was assoicated with this incident.